Manufacturer narrative:
The subject device was returned to olympus for evaluation. There was no abnormality found on the subject device. Because burns occurred on patients with another maker's device at the facility, the burn on the patient might be related to the facility's handling of device such as patient-plate. Olympus stated the endorsed patient plates and the appropriate handling of the patient plate in the instruction manual of ues-40. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. Omsc was informed that during two unspecified procedures using ues-40 on (B)(6) 2010 and on (B)(6) 2016, burns occurred on patients. The burn occurred on (B)(6) 2010 was mild, and the burn on (B)(6) 2010 was with radial blisters on his skin. Detailed information was not provided from the facility, but the facility report that burns had occurred several times during surgeries, and the burns had also occurred with devices of another maker (valleylab). This MDR is the report of the event on 6/8/2010.